Event description:
It was previously reported in error that the lead was explanted when the lead had in fact been surgically repositioned. Subsequently the lead was explanted after the patient experienced an infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
As of today the lead has not been returned. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead displayed loss of capture (loc); the lead had dislodged. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects reported.